Event description:
It was reported the device will not sense the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. Ring, side bail covers and ring, side bails are missing. Lead flex cover and output connectors are corroded. Main seal is torn. One case screw is missing. Battery contacts are compressed. Battery drawer is broken.